Event description:
A caller reported that a malfunction occurred on their pump, causing the screen to go dark and unresponsive. There was no adverse impact on the customer's blood glucose level. The customer was advised to plug the pump into a known working power source, which successfully resolved the issue. The malfunction code was resettable, and the customer had already reset the pump without recurrence of the malfunction code. The customer was informed they could continue using the pump and advised to contact support if the issue reappeared.